Manufacturer narrative:
H11: the device was not returned and the valid lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter leaked around the adapter and down the glass vial during use. The device contained 3g ampicillin sulbactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: the event occurred during an unspecified date of april 2024. D4: lot #: the customer reported the lot number as 2311164us; however, this is not a valid baxter lot number. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.